Manufacturer narrative:
(B)(4). Clavicle crush damage was noted at 35.5cm from the distal tip. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. This is consistent with the observation from the field of loss of pacing output.

Event description:
It was reported that the rv lead was explanted and replaced due to sub clavicular crush, conduction failure, intermittent capture and lead fracture. The patient was stable post procedure.